Event description:
Customer reportedly received the following results on the advantage system within 10 mins: hi (result greater than 600 mg/dl), 164 mg/dl, 237 mg/dl, and 170 mg/dl. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.